Event description:
It was reported that the pulse generator was intermittently coming out of mode switch and a and v pacing at undesirable intervals. The patient was in af flutter with a 200 bpm flutter interval. The device remained in ams as they wanted it to. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.